Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An avx® thrombectomy set was selected for us in the patients dialysis access graft in the arm. The device was advanced through a 6-french sheath. Aspiration was initiated for 30 to 40 seconds when a "check the saline supply" error message occurred. The saline supply was checked. The bag was spiked properly. Saline was flowing fluid and through the tubes. There was no issue. It hit the alarm reset button. The catheter ran for another couple of seconds and the error kept occurring until finally the console required a new catheter to continue. The procedure was completed with another of the same. No patient complications were reported and the patient did great.